Event description:
Dealer states brakes are not working on the right side - sticking.

Manufacturer narrative:
(B)(4). Follow up #001. Initial (B)(4) issued MFR. Report # 1531186-2013-03278 indicting the date of this report and date facility / importer was aware as (B)(4) 2013 and the due date as (B)(4) 2013. The correct aware date is (B)(4) 2013. The correct due date is (B)(4) 2013, MDR was submitted on (B)(4) 2013.